Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Upon evaluation of the device by the manufacturer bench repair servicer, the complaint was confirmed due to the machine flow sensor drift above the required specification. The unit was repaired by replacing the machine flow sensor.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The unit is unavailable for patient/clinical use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Upon evaluation of the device by the manufacturer bench repair servicer, the complaint was confirmed due to the machine flow sensor drift above the required specification. The unit was repaired by replacing the machine flow sensor. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor functioned as designed and operated without issue or error codes.